Event description:
It was reported to resmed (B)(4) that the power supply on an astral device was defective. There was no patient harm or injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The power supply unit was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference: (B)(4).